Manufacturer narrative:
The cobas pro ise analytical unit serial number is (B)(6). The field service engineer inspected the analyzer and determined that an issue with the sipper caused the event. He flushed the vacuum valve and performed a successful patient sample comparison test. On his follow-up service visit, he replaced the nozzles (sipper and vacuum) and dilution cup. He verified the analyzer's performance with successful precision tests and qcs. The investigation is ongoing.

Event description:
The initial reporter received questionable sodium electrode assay results for more than 20 patient samples tested on the cobas pro ise analytical unit. One example of discrepant results was provided: the initial result from the analyzer is 146 mmol/l. The repeat result from another analyzer is 136 mmol/l.

Manufacturer narrative:
Medwatch sections d. Device identification, d. Manufacturer info, g contact office-manufacturing site (continued g1), and medwatch field g4 PMA / 510k (premarket numbers) updated. The investigation determined that the sipper failure caused the event. The customer has not reported any other issues after the service. The investigation determined that the service actions resolved the issue.